Event description:
Info rec'd indicates the head section is eight inches from level and cannot be raised or lowered.

Manufacturer narrative:
The tech found the head section gas spring was bent. He replaced the gas spring to repair the bed.